Event description:
Staar's rep reported that when the surgeon attempted to use a indigo-p injector that the foam tip plunger with the lot # 1194446 folded back causing damage to the lens. No pt injury. The lens model and serial number was not specified by the facility. The cartridge model and lot number was not specified by the facility.